Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. It was stated that the customer's blood glucose was too high to register on the glucometer. It was also stated that the insulin pump gave an alarm after the customer was released from the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a detached end cap. Unable to confirm prime alarms. Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to detached end cap.